Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed the threads of the tulip head were torn. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the tulip head threads becoming torn cannot be positively determined. However, a possible root cause maybe that a setscrew was not properly seated on the polyaxial¿s tulip head during insertion and inadvertently cross threaded. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). A mif-plif surgery for the spondylolisthesis of the l5 was performed on (B)(6) 2016 to implant a viper cfs system and a jaguar cage system onto the patient's l5-s. It was reported that an abnormal sound was heard from the right l5 while the surgeon was using the reported hexlobe driver shaft to insert the reported cortical fix screw. It was then discovered that the driver shaft got broken at the tip, and the broken part got lodged into the hexlobe of the screw head. The surgeon tried to extract the screw by using a qc screwdriver and a 2 piece screwdriver, but to no avail. Eventually the incision had to be extended from 2cm to 4cm, and the tip was successfully removed by using a pair of forceps. The screw was then removed with a t20 screwdriver, and another screw was inserted instead. The surgery was then successfully completed without further issues, but due to the event there was 15 minutes surgical delay.